Event description:
Orif was performed with versanail humeral proximal system on (B)(6) 2012. When drilling was done for the most distal screw hole of the nail, friction was felt and the drill bit was broken. The broken part was removed from the screw hole by instruments successfully. After drilling was done by another drill bit, screws could not be inserted. The procedure was done successfully. The surgery was extended by 80 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database did not show any other reports against the product and lot combinations. Repeated attempts to obtain the complaint samples proved unsuccessful. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened